Manufacturer narrative:
H10 multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a serial peripheral interface (spi) bus failure occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) initially reported to the remote service engineer (rse) that a 100b "watchdog test failed" error occurred when the device powered on and went into ventilation mode. Upon looking at the event log with the bme and confirming the 100b error code, the rse also discovered that a string of error codes (1113/110f/110e/1110/1007/1106) was also logged, indicating a serial peripheral interface (spi) bus failure. However, after a brief amount of time, the logged error codes were no longer present. Investigation is ongoing.